Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue evaluated the unit and replaced the power management pcb (0670-00-1162), which corrected the issue. Functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications, and was returned to the customer.

Event description:
N/a.

Event description:
It was reported that while servicing the cardiosave intra-aortic balloon pump (iabp) for an unrelated issue, the getinge field safety engineer (gfse)found the fan was not running. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.